Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the healthcare professional (hcp) requested review of device data to confirm device operation of this implantable cardioverter defibrillator (ICD). Boston scientific technical services (ts) discussed the patient experienced a ventricular tachycardia (vt) episode in which the quick convert terminated the rhythm and the shock was diverted. The rhythm re initiated and self terminated while the device was charging, therefore, the shock was committed and a 26j shock was delivered. Ts explained the initial charge was diverted when anti-tachycardia pacing (atp) was delivered and converted the rhythm, therefore, the next charge was a committed shock. Further information was provided that this device was explanted due to therapy upgrade. No adverse patient effects were reported. This device has been received for analysis.

Event description:
It was reported that the healthcare professional (hcp) requested review of device data to confirm device operation of this implantable cardioverter defibrillator (ICD). Boston scientific technical services (ts) discussed the patient experienced a ventricular tachycardia (vt) episode in which the quick convert terminated the rhythm and the shock was diverted. The rhythm re initiated and self terminated while the device was charging, therefore, the shock was committed and a 26j shock was delivered. Ts explained the initial charge was diverted when anti-tachycardia pacing (atp) was delivered and converted the rhythm, therefore, the next charge was a committed shock. No adverse patient effects were reported. At this time, this device remains in service.